Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2016-03028 / 1825034-2016-04917/ 04920).

Event description:
Legal counsel for patient reported that patient underwent a left total hip revision procedure, during the revision procedure, it was noted that the taper was cold welded onto the stem causing 45 minute delay to separate them. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified review of revision op notes revealed patient underwent a revision procedure approximately six years post implantation due to metallosis and elevated metal ion levels. During the procedure it was noted surgeon had difficulty removing the metal head from stem. It was also noted; there was significant corrosion at the taper of the disk for the head on the stem. It was noted the cup was well fixed and approximately 25% bone ingrowth into the cup. Cup and head were replaced, ceramic head and polyethylene liner were implanted. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a left total hip revision procedure. During the revision procedure, it was noted that the taper was cold welded onto the stem causing 45 minute delay to separate them. Significant corrosion was noted at the taper.